Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: review of the black box data revealed records of consecutive call service alarms (054/052/012) on (B)(6) 2015. On investigation, the pump was exercised for 24 hours without any errors, alarms or warnings occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be delivering within the required specifications. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.